Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.